Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 99 mg/dl and the sensor glucose was 52 mg/dl at the time of the incident. Customer reported that the pump was saying below 40 mg/dl. Customer declined troubleshoot for suspend on low. Customer states the he puts his pump on vibrate but it still alarms when he is high and low. Explained to customer that the pump will alert him when he is high or low. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula separated from tubing unable to confirm customer received sensor in said condition due to customer returned opened/used.